Event description:
It was reported by repair work order that the bed lift was experiencing phantom motion due to a damaged footboard cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.